Manufacturer narrative:
Analysis of the pump on 2017-mar-16 revealed high battery resistance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer's representative returned the pump to the manufacturer for analysis on 2017-jan-31. Additional information was received from the patient on 2017-feb-06. It was reported that the patient's pump went into alarm on (B)(6) 2017. It was stated that because the patient lives in farm country (with big tractors and heavy equipment) it took a number of hours before it was determined that it was the patient's pump beeping, and not the tractors. It was stated that the sound of the pump alarm sounded just like a truck or tractor backing up. It was reported that on (B)(6) 2017, the patient had "withdraw" symptoms and was rushed to the emergency room (ER) early that morning. Per the managing physician, the patient was kept overnight and her condition was stabilized. On (B)(6) 2017, the pump was replaced and the catheter was "flushed." It was noted that the patient had that same week an appointment to see if the pump need to be refilled or possibly replaced. It was stated that the pump had been implanted for 6 years and 4 months. It was stated that by the patient that the pump went into a "safe function," which then meant the pump automatically reduced the amount of medicine she received which could not be changed by electronics nor with her bolus. It was reported that after the pump itself was removed, the indication was that it was actually over 7 years old from the date of its assembly.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving bupivacaine and dilaudid at unknown concentrations and doses via an implantable pump for non-malignant pain and radiculopathy. It was reported on (B)(6) 2017 that the patient called the hcp about getting an 8474 code (meaning pump reset) on the personal therapy manager (ptm) and that the pump was alarming on (B)(6) 2017. The code was unresolved on the call. No symptoms were reported on (B)(6) 2017. Additional information was received on (B)(6) 2017. It was reported that the patient checked into the hospital emergency room on the morning on (B)(6) 2017 showing signs of withdrawal and was admitted. Several attempts were made to program pump to simple continuous mode as troubleshooting, but the pump continued to reset and go into safe mode at minimum rate. The pump logs were read to diagnose the problem and reflected ¿reset occurred ¿ low battery.¿ the cause of the pump alarm and error code was determined as the pump was resetting because of low battery. The pump was left in minimum rate mode and the patient was scheduled to have pump replacement surgery on (B)(6) 2017. The pump was replaced on (B)(6) 2017. The representative was prepping the pump for return but it was alarming still.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse dilaudid (hydromorphone) [12.0 mg/ml at 0.073 mg/day and bupivacaine [10.0 mg/ml] at 0.061 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.